Event description:
The customer was called, due to an answer the customer had left on a survey. The customer reportedly experienced blood glucose in the 400 to 499 mg/dl range, due to surgery and treated with insulin pump. The customer stated the sensor was not accurate, so the customer stopped using it. Customer was hospitalized at the time of the report, but the hospitalization was stated not to have been diabetes-related. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.